Manufacturer narrative:
The intraocular lens (iol) was not returned to the manufacturing site for evaluation; therefore product testing could not be performed and the customer's reported complaint for lens torn could not be verified. Manufacturing records review: manufacturing records were reviewed and the lens was manufactured according to specification. The units were released according to specification. A search on complaints revealed no other complaints were received for this order number to date. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provide instructions and precautions for the proper use and handling of the product. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). As the lens was not implanted and therefore not explanted. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported a tear in the intraocular lens (iol) before surgery while loading the lens. No patient involvement reported. The lens was discarded by the customer. Additional information was received and the customer confirmed that it is unknown if the tear occurred as a loading issue or was already present before loading the iol into the cartridge.